Event description:
It was reported that the arctic sun device was not cooling due to faulty mixing pump. As per review of wo on (B)(6), 2023, there was no patient involved. As per follow up information received via email on (B)(6), 2023, the device was received at crawley tech department after loan for safety and functional checkout. The device was found to be faulty, no patients involved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Device was received for loaner evaluation, but it was found that the device was not cooling. Mixing pump was replaced. As5000 system passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling due to faulty mixing pump. Per review of wo on 29 mar 2023, there was no patient involved. Per follow up information received via email on 29 march 2023, the device was received at crawley tech department after loan for safety and functional checkout. The device was found to be faulty, no patients involved.